Event description:
It was originally reported that the permanent cautery hook instrument malfunctioned and there was no report of components having separated from the instrument. On 09/12/06, additional info was rec'd. It was reported that during the surgical procedure, the permanent cautery hook instrument malfunctioned. The instrument was removed from the patient and upon closer inspection, the working end of the instrument appeared frayed and spider web cracks were noted on the shaft. Two of three pieces of plastic material were manually removed from the pt's abdomen and more pieces were found inside the laparoscopic trocar. The pt's abdomen was suctioned and irrigated with one liter of saline. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed a break at the insturment proximal clevis and main tube interface. The proximal clevis was found to be intact, however, the main tube was missing pieces. Engineering evaluation determined that the failure mode experienced by the customer was a result of damage in the main tube.